Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported adverse impact to the customer. In addition, it was reported that a stuck button alarm occurred. The customer alleged that the wake button was sticking and that the pump battery was not charging. The customer's blood glucose level was 155 mg/dl. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.